Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the pump powered up to a dim and discolored display. The battery compartment was cracked in two places. The battery compartment threads were stripped; therefore, both, the returned and the test caps were unable to fit securely to the pump. Unrelated to these issues, the review of the black box and the cgm (continuous glucose monitoring) history showed several cs215 cgm failure warnings indicating communication failure between the pump and cgm. The pump was unable to pair with a test transmitter due a ¿cs215¿ warning occurring. Rf test failed due to a ¿read fw rev¿ error. The pump¿s cover was removed, intermittent condition was found to the cgm module due to corrosion to the inter-board gold pins. The ez-prime steps were performed correctly and the pump was able to be run for 24 hours using the returned battery cap. (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on (B)(6) 2016. The pump powered up to a dim and discolored display. The battery compartment was cracked in two places. The battery compartment threads were stripped; therefore, both, the returned and the test caps were unable to fit securely to the pump.